Event description:
During a follow up on (B)(6) 2012, the pt had 20% battery remaining on their device, and today at follow up, the device is not at eos. On (B)(6) 2012 - noise on the rv lead caused 299 total charges since the last follow up. The generator was explanted on (B)(6) 2012, and an x-ray revealed subclavian crush on the rv lead. The rv lead was cut and capped, it remains implanted and is being monitored for chatter.